Manufacturer narrative:
Corrected data: submitted supplemental to correct section, initial reporter: name, phone number, email, and fax number.

Event description:
The 25mm edwards valve was treated due to severe aortic insufficiency secondary to aortic stenosis. There were no complications reported. Patient was transferred to cvu without ventilator support and hemodynamically stable. Patient was discharged on post operative day one.

Manufacturer narrative:
The device was not returned to manufacturer as it remains implanted. Without receipt of the device no definitive conclusion can be drawn regarding the clinical observation. The device history record review was completed and confirms that this device passed all manufacturing and sterilization inspections. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards learned that a patient with a 25mm edwards pericardial aortic valve implanted for approximately 12 years required transcatheter valve-in-valve intervention due to severe aortic insufficiency. A 26mm transcatheter valve was successfully implanted. Both devices remain implanted. There were no complications reported.